Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using the bd¿ alaris pump module infusion set there was a crack and leakage. The following was received from the initial reporter: injuries or adverse event: no. Reported issue: approximately one hour into a blood transfusion the attending md called the rn into the room because blood was leaking out of the bottom of the alaris IV channel onto the floor/IV pole. The transfusion was paused and tubing was inspected, a vertical crack was noted in the IV tubing at the top of the piece listed as the "pump segment" on the tubing diagram. The transfusion was ended and an additional unit was ordered by the md.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was a leak coming from a crack in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 23065085 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd¿ alaris pump module infusion set there was a crack and leakage. The following was received from the initial reporter: injuries or adverse event: no reported issue: approximately one hour into a blood transfusion the attending md called the rn into the room because blood was leaking out of the bottom of the alaris IV channel onto the floor/IV pole. The transfusion was paused and tubing was inspected, a vertical crack was noted in the IV tubing at the top of the piece listed as the "pump segment" on the tubing diagram. The transfusion was ended and an additional unit was ordered by the md.